Event description:
During a hysteroscopy procedure, co2 rebreathing was noted on monitor and another monitor was tried. No difference was noted. Breathing circuit was changed and problem disappeared. After surgery it was discovered that a small hole exists in the sampling line at the point that it exits from the inside of the breathing line tubing. This allows erroneous co2 readings to occur on the monitor. This problem delayed surgery for almost 1/2 hr and resulted in pt receiving anesthesia for 1/2 hr longer than necessary. This breathing circuit and others fresh from the packaging were examined for leaks in the sampling tubing at this point with the use of water in a syringe introduced into the sampling line. Several more instances of leaking were found. Sales rep for distributor, of anesthesia svs observed one of these tests which indicated a leaking tube. He sent defective sample to MFR.